Event description:
Reporter stated the customer received an e4 occlusion error at 4:00 a.m. And 5:53 a.m. Each time, she cleared the error message but did not troubleshoot or resolve the cause of the occlusion. The infusion device displayed another e4 occlusion at 7:12 a.m., and her blood glucose was "hi" (>33.3 mmol/l). She disconnected the infusion device and manually injected 5.0 units of insulin. She did not test her blood glucose or deliver insulin again. Shortly before 1:00 p.m., the customer collapsed and was transported to the hospital by ambulance. Her blood glucose was 40.0 mmol/l when she arrived at 1:30 p.m., and she was diagnosed with diabetic ketoacidosis. She was treated with a potassium and insulin drip. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.